Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (load step malfunction) issue; the tubing was primed during the load step. The pump did not give a "cartridge not detected" warning. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: review of the black box data did not reveal any evidence of load step malfunction. The pump powered on normally and rewind, load and prime completed successfully without load step malfunction. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.